Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: is there any alleged deficiency of surgicel powder? Does the surgeon believe that the post op issue is related to the powder. If so, why? Yes he believes the surgicel powder is the cause, as that is the only variable that has changed, but he does not know what may have caused it (acidity of powder? Too much? Not irrigating?). This is why he is concerned. How much powder was used? 3 grams - didn¿t irrigate . Indication for use of surgicel powder during initial procedure? Was excess surgicel powder irrigated/removed after receiving hemostasis, during the procedure? No, did not irrigate, used all 3 grams

Event description:
It was reported that during a pace maker pocket installation procedure on an unknown date, absorbable hemostat device was used. During the routine 10 day post-op visit, the patient presented with seroma and wound dehiscence. The pocket had to be fixed and the wound reapproximated. Additional information was requested.